Manufacturer narrative:
(B)(4) the device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: clips fell out of the applier and the clips fell off the vessel after being ligated. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). Since this instrument was not returned and lot information has not been provided, we are unable to perform a thorough device history record (DHR) review at this time. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause at this time. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
Alleged event: clips fell out of the applier and the clips fell off the vessel after being ligated. The patient's condition was reported as unknown.